Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they cannot hold their urine and has tried different programs. Since changing programs about three days prior to the report, the patient said they felt discomfort "where the lead goes in the back and on the right side of the vagina". They state it feels tender. The implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor. Additional information from the patient reported that they were given a new device (programmer). The patient reported it worked for awhile. The patient stated they had 4 new programs and they worked fine for day or two then she was back to where she started with no good results. The patient noted she gave it a few days to adjust to the new program. The patient noted they had gone back to their healthcare professional (hcp) and they would put a new program on the device and it will work for awhile then the patient is back to where she started, even when she changes to a higher level. The patient noted they were given the name and phone number of a manufacturer representative (rep). The patient had called the rep and stated he would call when he was in the area, but the rep has not called. The patient stated right now the programs are not working and they are running out of patience and depends

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.